Event description:
It was reported the pump alarmed force sensor. The force sensor and plunger were replaced and still has errors..

Manufacturer narrative:
Operator of device is unknown. No information has been provided to date. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Other text: one device was returned for analysis. Visual inspection showed the top case was cracked and chipped by the front left and right bottom corners. The right plunger case was cracked with visible contamination. A non OEM battery pack was identified. The plunger head seal was removed, and the bottom case seal was intact. Review of the event history log (ehl) showed check syringe plunger sensor errors. A functional test was performed and the reported issue was duplicated. The cause of the reported issue was due to the left plunger case, the flippers were stuck intermittently. As a result, the left plunger case and all the plastic parts inside were replace along with a software update. Product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a DHR review was not performed. Service history review identified this device has not been in for service previously. D4: UDI (B)(4) corrected data: a1 updated, h6: health effects.